Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a defective keyboard. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Covidien reference: (B)(4). The correct serial number of the 840 ventilator is: (B)(4). Device manufacture date 12/04/1998; reported is correct.